Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an omega sds in two pieces with stent. There was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination revealed numerous kinks throughout the hypotube of the device. Microscopic examination also revealed a complete hypotube separation 24cm from the strain relief. There was pulled hypotube sheath material at the ends of the hypotube fracture. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination inspection presented no damage or irregularities to the bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-06652. Reportable based on device analysis completed on (B)(4) 2014. It was reported that a shaft break occurred on a portion of the device that would remain exterior to the patient. The target lesion was located in the severely stenosed and severely tortuous left main. A 330cm rotawire¿ was selected for use but it failed to cross the lesion. The physician changed it to a non-bsc wire with the aim to pre-dilate the stenosis before the use of rotablator. Pre-dilation was performed with two balloon catheters and then a 2.5x10 mm flextome cutting balloon and another 3.0x10mm flextome cutting balloon at 20 atmospheres. A 32 x 3.50 promus premier¿ drug-eluting stent was then inserted into the sheath when it was noted the shaft broke less than 15cm from the hub. The physician managed to pull it back and then a 16x2.75 omega¿ stent was then inserted into the sheath when it was noted the shaft broke less than 15cm from the hub. The device was pulled back and the procedure was then completed with a non-bsc stent. No patient complications were reported and the patient is in right condition, without any problem. However, device analysis revealed that the hypotube break was located on a portion of the device that could enter the patient. This product is only ous approved but it is similar to an approved us device.